Manufacturer narrative:
An event of difficulty advancing the delivery system and bleeding at access site was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however is consistent with patient anatomy. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. It was noted that the patient had poor site access and the access vessel (right external iliac artery) was heavily calcified. The flexnav delivery system could not be advanced due to patient calcification and a non-abbott sheath was used. When a balloon dilation catheter was inserted into the flexnav delivery system in order to perform a balloon aortic valvuloplasty (pre-bav), the delivery system was raised. After the pre-bav was performed, the navitor valve was delivered to the annulus. When the valve was deployed at 80%, the patient's blood pressure decreased. A cardiac massage was performed, and vasopressors were administered to improve the patient's blood pressure. The valve was implanted, and the patient's blood pressure returned to baseline. The procedure was concluded. It was observed on the post-operative digital subtraction angiography (dsa) that bleeding occurred on the puncture site. The surgeon then repaired the puncture site. The patient was reported as stable. Subsequent to the initially filed report, the following information was received that the non-abbott sheath was used to advance the flexnav delivery system. The flexnav delivery system was able to be advanced into the annulus and was used to successfully implant the device.

Event description:
It was reported that (B)(6) 2023, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. It was noted that the patient had poor site access and the access vessel (right external iliac artery) was heavily calcified. The flexnav delivery system could not be advanced due to patient calcification and a non-abbott sheath was used. When a balloon dilation catheter was inserted into the flexnav delivery system in order to perform a balloon aortic valvuloplasty (pre-bav), the delivery system was raised. After the pre-bav was performed, the navitor valve was delivered to the annulus. When the valve was deployed at 80%, the patient's blood pressure decreased. A cardiac massage was performed, and vasopressors were administered to improve the patient's blood pressure. The valve was implanted, and the patient's blood pressure returned to baseline. The procedure was concluded. It was observed on the post-operative digital subtraction angiography (dsa) that bleeding occurred on the puncture site. The surgeon then repaired the puncture site. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.